Manufacturer narrative:
D9: date returned to mfg.: 7/16/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the bolus port was unresponsive" was replicated. The probable cause was the bolus port was unresponsive. Visual inspection found the lens was also scratched. The lens and bolus port were replaced. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus port was unresponsive. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.